Event description:
It was reported that the lead exhibited low impedance, and was oversensing r-waves and inappropriately tracking off of them. The patient was not pacemaker dependent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.